Event description:
During the procedure, the balloon has jammed in the internal carotid and once the procedure was performed, the surgeon was not able to pull it out. It did not deflate getting stuck in the carotid artery. After a series of delicate attempts, the surgeon was able to pull the balloon out of the internal carotid and finally it deflated. The reporter stated that this happened on 6 occasions.

Manufacturer narrative:
We have received 1 out of 6 reported complaint devices for evaluation. However, we were unable to replicate the reported incident with this returned device. The internal carotid balloon as well as the common carotid balloon inflated and deflated properly when the balloons were inflated with recommended volume of saline. The balloons were also tested inside the test fixture. No issue was noted while inflating and deflating the balloons. Even in the worst case scenario, when we manually twisted and kinked the inflation arm, the balloons were able to deflate properly inside the test fixture. Based on our device evaluation, we could not confirm any malfunction with this f3 carotid shunt. It is possible that the patient condition (tortuous anatomy) or physician technique could have contributed to the balloon deflation issue during the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature from other hospital for devices from this lot. There was no harm to the patient as the result of this incident.

Manufacturer narrative:
The complaint device is currently at the hospital. The sales rep. Is expected to pick up the complaint device within this week. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. We were able to get additional information relating to this incident. According to the surgeon, device was checked before use and the balloons were found to be functional. After completion of the procedure, when surgeon attempted to deflate the internal carotid balloon, he was unable to do so. According to the surgeon, the balloon failed to deflate due to shunt's arm squeezing and being too flexible. The pressure reading was maintained between 100-130 mm/hg. After a series of delicate attempts, he was able to remove the device from the patient's vessel without any vessel injury. He also observed the balloon deflated once it was removed from the patient's vessel. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have sold all of the 175 units of f3 shunts that were manufactured in this lot number. We have not received any other complaints of a similar nature for devices from this lot from other customers. There was no injury to the patient as the result of this incident. On september 25, 2020, we were informed that the distal carotid artery of the patient was examined a day earlier by the surgeon and was found to be patent. Please note that we have also submitted manufacturer's report# 1220948-2020-00097, 1220948-2020-00098, 1220948-2020-00099, 1220948-2020-00100 and 1220948-2020-00101 relating to other 5 cases of f3 shunt balloon deflation issue that were also reported to us by the same head nurse.

Event description:
During the procedure, the balloon has jammed in the internal carotid and once the procedure was performed, the surgeon was not able to pull it out. It did not deflate getting stuck in the carotid artery. After a series of delicate attempts, the surgeon was able to pull the balloon out of the internal carotid and finally it deflated. The reporter stated that this happened on 6 occasions. Therefore this is report 1 of 6.